Event description:
It was reported that the patient presented to the emergency room due to dizzy spells. It was noted that the right ventricular (rv) lead exhibited noise. The lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).